Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2016 and the problem was resolved. On (B)(6) 2016, patient's uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic broken. Claim #(B)(4).